Event description:
Information received by medtronic stated that the retainer ring was missing and insulin pump alleged under delivery of insulin. Customer stated that the retainer ring was physically damage and reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will continue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.